Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. A batch review could not be performed as the lot number of this device is unknown. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated they got system error 2240, so they disconnected. The patient wanted to know how the alarm happened. The technical service representative (tsr) reviewed possibilities for the alarm but explained that after the fact there was no way to determine the exact cause. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.